Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received.

Event description:
The event involved unspecified plum 360 infusion pump. The customer reported that in the neonate intensive care unit (nicu) air was found in a line prior to the filter, post the cassette and no pump alarms were heard. There was patient involvement and no human harm.

Manufacturer narrative:
The device is not available to be returned for evaluation. Without the return of the device, a comprehensive investigation cannot be performed. Additional information was received from the customer.